Manufacturer narrative:
This report is being filed on an international product, architect stat highly sensitive troponin-I, list number: 03p25-27, that has a similar product distributed in the us, list number: 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one patient. The patient was diagnosed with a stroke with left side weakness and facial palsy. No underlying disease. No chest pain. No abnormal bleeding and no history of accident. EKG is normal. The following data was provided: architect initial result at 3:13 am = 256 ng/l, architect result at 5:58 am = 237.2 ng/l, architect result at 10:35 pm = 204 ng/l. Vitros result from another hospital new sample from patient = <1.5. Vitros results from samples at bangkok samui hospital: vitros initial result from 3:13 am sample = <1.5 ng/l, vitros result from 5:58 am sample = <1.5 ng/l, vitros result from 10:35 pm sample = 1.5 ng/l. Customer ran the 10:35 pm sample on a alinity for troubleshooting purposes result = 215.8 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66443ud00. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 66443ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 66443ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient. The patient was diagnosed with a stroke with left side weakness and facial palsy. No underlying disease. No chest pain. No abnormal bleeding and no history of accident. EKG is normal. The following data was provided: architect initial result at 3:13 am = 256 ng/l. Architect result at 5:58 am = 237.2 ng/l. Architect result at 10:35 pm = 204 ng/l. Vitros result from another hospital new sample from patient = <1.5. Vitros results from samples at (B)(6) hospital: vitros initial result from 3:13 am sample = <1.5 ng/l. Vitros result from 5:58 am sample = <1.5 ng/l. Vitros result from 10:35 pm sample = 1.5 ng/l. Customer ran the 10:35 pm sample on a alinity for troubleshooting purposes result = 215.8 ng/l no impact to patient management was reported.